Manufacturer narrative:
The customer¿s experience of ¿a partial separation of the pole clamp¿ was confirmed through visual inspection. This condition is known to occur when the helicoil is incorrectly installed, as documented in dir# (B)(4). Scar # (B)(4) was opened to investigate pole clamp failure. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported a partial separation of the pole clamp, the threading only partway . There was no report of patient involvement. It was reported by biomed that device was purchased on 7/2017 and this is the first time that this failure has occurred.

Event description:
The customer reported a partial separation of the pole clamp, the threading only partway . There was no report of patient involvement. It was reported by biomed that device was purchased on 7/2017 and this is the first time that this failure has occurred.

Manufacturer narrative:
The customer¿s experience of ¿a partial separation of the pole clamp¿ was confirmed through visual inspection. This condition is known to occur when the helicoil is incorrectly installed, as documented in dir# 10000251385. Scar # 17-i008 was opened to investigate pole clamp failure. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. CAPA reference : ca-2018-0171. The customer stated that there was no patient involvement.